Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the patient came to their facility with symptoms including respiratory failure and altered mental status so the hcp would like to pause the pump to see if the symptoms resolved. The hcp stated the patient also had the flu. The hcp believed the pump was last filled on (B)(6) 2025. The hcp was transferred to the national answering service (nas) to have the local rep paged.

Manufacturer narrative:
H.11.: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient's symptoms of respiratory failure and altered mental status were not caused by the medtronic device and/or therapy. The cause of the patient's symptoms was due to the patient having influenza and pneumonia. Actions/interventions taken to resolve the issue was the patient being hospitalized/stabilized and placed on appropriate antibiotics. The issue resolved at the time of this report.